Event description:
It was reported that the insulin pump had a blank display and alarmed failed battery test. The blood glucose reading was 95 mg/dl. The issue was resolved upon troubleshoot. Advised the customer that a replacement battery cap would be sent. She stated that she would purchase the recommended batteries in order to complete troubleshooting for the failed battery test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.